Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had a bowel blockage that was gradual in onset. The patient stated he was admitted to the hospital due to the bowel blockage. The patient stated they were released and the bowel obstruction was resolved. The patient noted he had bowel inflammation issues prior to implant and he was implanted due to fecal leakage. The patient noted the bowel blockage was on (B)(6) 2018. The patient stated they ordered an MRI of the bowels and patient told them no he couldn¿t have it. There were no further complications that have been reported as a result of this event.